Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens was explanted during a secondary surgery due to dissatisfaction with visual acuity. Additional information indicated that preoperative best corrected visual acuity was 0.4 and postoperative best corrected visual acuity was 0.7. After exchange with another jnj lens visual acuity improved to 1.0. No additional information was provided.